Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. Atrial lead noise was also noted. The physician repaired the lead during the procedure to address the noise. The patient condition was stable.